Manufacturer narrative:
This device was returned to mmdg for evaluation. During the investigation mmdg was able to confirm that the set was leaking at the filter. The problem is manufacturing related and is being addressed through a scar issued to the manufacturer.

Event description:
The initial reporter stated that the administration set leaked at the filter while the set was being primed. The complaint was reported from an engineer at mmdg and did occur during testing. (B)(4).